Event description:
No other information was reported by the account and blank product experience report was sent with part number and lot number. Non-integration has been selected for reporting purposes.

Event description:
No other information was reported by the account and blank product experience report was sent with part number and lot number. Non-integration has been selected for reporting purposes.